Event description:
It was reported that a stent was implanted in the patient's left iliac vein. The stent was noted to be nicely apposed to the vessel wall. The physician used an intravascular ultrasound (ivus) catheter to image the stent site. The ivus catheter may have become caught on the stent, causing the stent to migrate. Imaging noted that the stent appeared to be "hanging" in the vessel. The physician post-dilated the stent with a balloon catheter. The patient is reported to be fine.

Event description:
It was reported to baxter (B)(4) that the sterility cap of an intermate lv 200 fell off before use. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual inspection was performed. The reported condition of a loose fill port cap was confirmed. The root cause could not be determined. Batch review determined that no nonconformance reports were opened during manufacturing of this device. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Per the reporter, the device is available for evaluation; however, the device has not yet been received for evaluation. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.